Event description:
It was reported via voluntary report number: (B)(4) that patient had an open reduction, internal fixation of right olecranon. The patient had to return to surgery for a revision of open reduction, internal fixation of right olecranon. The cable used for the initial repair became disassociated at the crimping device. The retaining mechanism slips through the crimp eyelet.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies have been returned to the manufacturer for evaluation.